Event description:
Event description guidant received information that the patient with this pacemaker had received radiation therapy of the prostate last month. The device was found in reset mode. The nurse was not able to program anything on the device. The device is on an advisory for failure mode ii which occurs prior to implant.